Event description:
The customer's mother called to report that the insulin pump had a blank display. The customer inserted a new battery and then received an alarm. The mother changed the battery again and the insulin pump continued to alarm. The reported blood glucose reading was 361 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly and motor. Unable to test for any alarms due to the blank display.